Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that the tube detached near the quick release due to which the patient's blood glucose level reached 400 mg/dl. No further information available.